Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to function properly due to the database reaching its maximum size, resulting in the error. A technical support specialist (tss) confirmed that uploads and downloads were current, and the database (db) was dropped and a full synchronization initiated, but the data synchronization service stopped with a nullreferenceexception, as seen in the debug logs. Further the tss completed full synchronization by following knowledge article " how-to -recover / repair a corrupted dsclientoltp database". Then the customer confirmed that the cabinet was fully operational, with nurses able to pull medications normally. The tss informed customer that the db size had exceeded 10 gigabytes (gb) an uncommon issue that may reoccur and that upgrading to a higher software version may help prevent future incidents. Further the tss provided assistance to run device login activity reports to review transactions during the outage. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an error displayed when nurses removed medications. Each time a medication was removed, the drawer and cubie opened and a message displayed: "error: unexpected error occurred while recording a transaction and would be signed out." The medication was still able to be removed, but the user was automatically signed out. An additional error displayed during inventory: "error: fatal error has occurred on underline data source, network connection problem or a hardware issue." The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.